Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 4 patient samples tested for bilt3 bilirubin total gen.3 (tbil) and crej2 creatinine jaffé gen.2 (creat) on a cobas 6000 c (501) module - c501 between (B)(6) 2017. The results for all samples were initially low and repeated higher. Of the four samples, one had an erroneous result that was reported outside of the laboratory for tbil. The sample initially resulted as 1.0 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated. The repeat result was 14.0 mg/dl and this value was believed to be correct. The patient was not adversely affected. The c501 analyzer serial number was (B)(4). The field service engineer determined that the issue was caused by a failure of the reagent pack. He replaced the reagent pack and replaced the sample probe as a preventive measure. The customer ran calibrations and quality controls; these were within laboratory guidelines. A precision study was performed and recovery was within guidelines.

Manufacturer narrative:
No explicit reagent or instrument issues could be found. A pre-analytic sample handling issue was determined to be the root cause.